Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found that tower door failed. A field service engineer replaced the latch and applied grease. The system functioned as intended after the field service engineer troubleshot the device.